Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination along the full catheter length found a hypo tube kink 540mm distal to the strain relief. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. Strut 1 and 2 on proximal end of stent deformed and lifted, bent back distally. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-nov-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the distal right coronary artery (rca). After a 6f non-bsc guide catheter engaged the rca, a 0.014x180cm non-bsc guide wire crossed the rca and a second 0.014x180cm non-bsc buddy wire crossed the posterior descending artery (pda). Following sequential pre-dilation with a 2x10mm and a 2.5x10mm non-bsc balloon catheters, a 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion and the device was removed. Pre-dilation was again performed with 2.5x10mm non-bsc balloon catheter and a 2.75x18 non-bsc stent was deployed at 14 atmospheres. The stent was post-dilated with a 2.5x10mm nc non-bsc balloon catheter at 20 atmospheres. Post angioplasty angiogram revealed no residual stenosis with timi 3 flow in rca. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.